Manufacturer narrative:
Field change: b5, h6.

Event description:
It was reported that patient experienced discomfort and pain. Patient visited the physician on several occasions trying to get the pump to work. During routine follow up, physician was able to activate the device, however patient was taking to the operation room an once the incision was made and pump was exposed, it worked better. Complete irrigation was made and pump was reset in scrotum. It was noted that a hematoma caused a capsule to form around the pump, making it difficult to use and the pump had adhered to the scrotum. Nothing was explanted and patient is fully recovered.

Event description:
It was reported that pump is sticky. Patient is scheduled for a revision on (B)(6) 2020. This is the second revision the patient will have for this issue.